Event description:
On (B)(6) 2010, pt reported the up button was defective on the infusion device. Pt noticed this when trying to activate the backlight. Infusion device has been in use for 3 years, and pt boluses 2 times per day. Up button pops up after if is pressed. Pt switched to backup infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.